Event description:
Information was received from a consumer regarding a patient who was receiving "hydrocodone", clonidine, and marcaine via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient just had an MRI and they needed someone to come check the device. The patient needed someone to check as she did not want to be in pain. It was further stated that the patient was currently in pain, which began when she got off the table as she was in the MRI for 2 hours. The event date was noted to be (B)(6) 2017. Additional information received on 2017-jun-22 from a healthcare professional (hcp) reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had a magnetic resonance imaging (MRI). It was noted that the patient thought she had an MRI in (B)(6) and they were not able to get the pump checked after that. The patient did not know the exact date. It was noted that the MRI was not related to the drug infusion system. Pump status and/or event log report showed a motor stall occurred with recovery and stopped pump period may exceed tube set. It was noted the motor stall occurred on (B)(6) 2017 and the stopped pump period may exceed tube set occurred on (B)(6) 2017. The hcp interrogated the pump at 12:25 and it was now 12:45. The pump was interrogated again and a motor stall and recovery were noted in the event logs. After interrogations a recovery was noted. The patient experienced increased pain, but no withdrawal symptoms. It was noted as a gradual change in therapy/symptoms. It was noted that the hcp has been decreasing clonidine, which would be related to the increased pain. The patient stated that the increased pain started in the past couple months. It was noted that the hcp had not heard the critical alarm since the patient has been there, even though the critical alarm interval was set to 10 minutes. Hcp performed an alarm test and they can hear the alarm, but it is pretty faint (pump implanted in the patient's back). Clonidine was being decreased to 128mcg/ml today ((B)(6) 2017). The patient was receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 3.254mg/day, clonidine 160mcg/ml for a total dose of 52.07mcg/day, and bupivacaine (marcaine) 2mg/ml for a total dose of 0.6508mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.